Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on clinical description, the root cause of positioning issue was most likely patient movement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported the patient was on impella cp support due to cardiogenic shock. During transfer from bed to computed tomography scan, impella position lost displayed. The pump was subsequently explanted and the procedural outcome was the patient survived surgery.